Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-mar-2026, an arthrex subsidiary employee reported via email that an ar-8735bv-38s beveled ft screw, strl (3.5 x 38mm) and an ar-8740bv-46s beveled ft screw, strl (4.0 mm x 46 mm) were explanted during a procedure performed on (B)(6) 2026 due to infection. The case was completed, and no further details were provided. Additional information was received on 03-apr-2026: on (B)(6) 2025, a patient underwent a bunion correction surgery. Specific details regarding the arthrex products implanted during the initial procedure, including part and lot numbers, were not available. Information related to post-operative signs, symptoms, diagnostic testing, or clinical assessment of infection was not provided. On (B)(6) 2026, a revision surgery was performed to remove implants. During the revision procedure, the following arthrex implants were explanted: ar-8735bv-38s beveled ft screw, lot: 2435013, and ar-8740bv-46s beveled ft screw, lot: 2023005696. No replacement implants were implanted, and all implants from the initial surgery were retrieved. The revision surgery was completed without reported complications. Information regarding the patient¿s current health status following the revision procedure was not available.